Event description:
Related manufacturer reference numbers: 2017865-2022-07904. Related manufacturer reference numbers: 2017865-2022-07905. It was reported that the patient presented in the emergency room with redness, swelling and discharge at the pacemaker pocket site. It was determined that the patient had developed infection. The whole system including the pacemaker, the right ventricular lead and the atrial lead was explanted. A temporary right ventricular lead was placed and connected to the explanted pacemaker externally for temporary pacing. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.